Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown), but the device displayed a dotted line and did not display the pt's ECG rhythm. The complaint indicated that there was no adverse effect on the pt as a result of the reported malfunction.